Event description:
Neocis performed retrospective review of product complaints and reevaluated MDR reportability. This report is being submitted as a result of this retrospective review. It was reported that during a dental implant procedure with the neocis guidance system (ngs) the user had to back out several screws due to excessive screw interference. Surgeon decided to redrill and replace those implants freehand. No additional patient injury was reported as a result of this event.

Manufacturer narrative:
The device was not returned. The implant was placed inaccurately; however, based on the provided information, there is no discrete evidence to support the device undergoing a malfunction. Possible factor that may have contributed to this issue could be a splint shift. No additional patient injury was reported as a result of this event.